Event description:
During bi-ventricular assist device support, the bvs console would not go into right side weaning. Abiomed field service has replaced the weaning board and there have been no further problems. There was no impact to the pt.